Event description:
During a cholecstem procedure, the surgeon fired the first 3 staples and they worked. In firing the fourth staple, it came out from the device remaining open. The staple fell in the pt's abdomen. The surgeon removed the staple from the pt's abdomen without any problem. The surgeon tried again but the same problem occurred with the other 3 staples. No adverse pt consequences. One device returning.